Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x38 mm taxus liberte drug-eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the tortuous, mildly calcified mid left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found severe damage to the proximal edge of the stent. The struts on one side of rows one to three were bunched together. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approximately 29.4cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.